Manufacturer narrative:
Event date: (B)(6) 2015.

Event description:
A report was received that the patient¿s ipg was no longer functioning. The ipg will no longer charge after an MRI procedure. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Device malfunction was not suspected.

Manufacturer narrative:
The complaint of the ipg would not charge or provide paresthesia was not confirmed. The device was able to provide stimulation and exhibited normal charging and discharging characteristics. During testing, it was determined that the analog integrated circuit had damage to the case cell driver node located in the analog integrated circuit. This damage is a result of a magnetic resonance imaging procedure the patient underwent.

Event description:
A report was received that the patient's ipg was no longer functioning. The ipg will no longer charge after an MRI procedure. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Device malfunction was not suspected.